Event description:
Based upon a literature review, it was reported in an article that a patient experienced a device dislocation and another patient experienced a spinous process fracture. No other information is available.

Manufacturer narrative:
Report source: "analysis of complications in patients treated with the x-stop interspinous process decompression system: proposal for a novel anatomic scoring system for patient selection and review of the literature" by barbagallo gm, olindo g, albanese v. Results - no conclusion can be drawn. Method - device not returned, internal review of literature.